Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed reboots beginning on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. The battery compartment had stripped threads. The pump failed a leak test at the battery compartment. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. A test cap was used, and the pump intermittently powered on. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the keypad cover was observed to be peeling. Evidence of contamination was found under the ok and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display. The battery cap reportedly could not fully attach to the pump; however, there was no reported damage to the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.